Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken case. It was also indicated that the output connector assembly was broken, the main printed circuit board (pcb) was contaminated, the case was contaminated, the keypad flex cable was contaminated, the keypad was out of specification mechanically, the encoder assembly and four knobs were contaminated, the main seal was pinched, the display frame was contaminated, and four display grommets were contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged case. The epg was returned for service. No patient complications have been reported as a result of this event.